Event description:
It was reported that the door of a flogard infusion pump would not close correctly. It was unknown during which process step this malfunction was identified. However, there was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. An alarm log review and visual inspection were performed. During visual inspection the door was identified to not close properly. The latch roller was replaced and the occlusion sensors were recalibrated in order to fix the reported condition. The pump passed all tests and was returned to the customer in working order.